Event description:
Prolapse mesh implanted (B)(6) 2009 at (B)(6) hospital due to prolapse bowel. Pt is now having constipation, chronic abdominal pain, unable to defecate, and adhesions. Hospital is not complying with FDA laws because can't tell pt the manufacturer or the model number of mesh implanted. Pt was not told of FDA warning of this prolapse mesh by doctor or hospital. Pt wants the mesh removed. Same pt as (B)(4).